Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an elective ipg replacement procedure, patient 's lead was explanted and replaced. Diagnostics showed high impedance on some contacts. X-rays confirmed that lead migrated. Therapy restored post operatively.